Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported, "after right tha surgery using trident, osteolysis and pseudotumor were found. The revision surgery has been performed by the suspicion of armd. Finally the patient was not diagnosed with armd. This case was presented at the (B)(6) for replacement arthroplasty on (B)(6) 2016."